Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible leaking mammary implant". This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "possible leaking mammary implant¿. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, broken shell, missing of valve and plug strap (75-100%). Leak test and microscopic analysis was performed which identified: sharp broken, missing shell (0-25%) and broken plug strap. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on anterior due to an unidentified (tear) opening and missing shell, valve and plug strap due to inconclusive.

Event description:
Device has been explanted.